Event description:
It was reported that during implant attempt, the physician described an inability to move the stylet beyond the lead's midpoint, and the stylet was binding in the lead. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood was noted on the helix mechanism; the analyst noted that a stylet similar to that used in the procedure could easily be inserted to the lead tip; full lead returned and analyzed.